Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that the sodium test result obtained from the advia chemistry xpt serial (B)(4) was sporadically imprecise, giving a result that was higher than expected initially. When the same sample was repeated on the same advia chemistry xpt or on an alternate advia chemistry xpt a lower result was obtained. A siemens customer service engineer (cse) took the following actions to resolve the issue: repaired the ion selective electrode (ise) baseline circuit, adjusted the ise probe height, re-aligned the sample dilution probe (dpp) at the ise, dispense position, replaced the ise baseline solution valve, primed the ise buffer and ise baseline solution, observed fibrin and blockage in the ise module, replaced the degasser, replaced the ise electrodes, observe gel and fibrin in the ise dilution bowl, cleaned and decontaminate, replaced parts and replaced the entire ise module assembly. A malfunction of the ise module was identified as the potential cause of the discordant, falsely high sodium result. The cause of the discordant, falsely high sodium test result is unknown. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely high sodium test result was obtained on an advia chemistry xpt instrument. The same sample was repeated twice on the same advia chemistry xpt instrument. It is unknown which results were reported to the physician(s). It is unknown which result is considered correct. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high sodium test result.